Manufacturer narrative:
(B)(4). Damaged release button, damaged joint cover. Additional information was requested and the following was obtained: what color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue was always used. If buttressing material was utilized, which product was used? No buttress was used. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was the post-operative care changed by the prolonged procedure? No. The analysis found that device (a) was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the surgeon opened the first product and the first firing was fine. The second time cartridge was reloaded and the firing malfunctioned and the customer said it fired only a few mm. Then they used another pse60a and again it fired fine the first time and the second time did not fire correctly. It fired only a few mm. A manual echelon was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.